Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient was awakened by the pump beeping but that the screen was blank. Attempts had been made to clear the alarm by removing and replacing a new lithium battery which did not change the beeping or blank screen. The reporter denied damage to the pump and battery cap, moisture, and corrosion to the pump and there was no exposure to extreme temperatures or x-ray. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.